Event description:
It was reported that during a surgical procedure, the digital reading on the disc monitor was reading incorrectly. According to the doctor the monitor showed that 1.6cc's of contrast was injected into the disc but the syringe showed 3cc's had been injected. A second device was used and it also was reading incorrectly. A third device was retrieved and the procedure was able to be completed successfully. There were no adverse consequences reported and no delay reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.